Event description:
It was reported that subsequent to the right ventricular lead implant, the lead dislodged. Visual inspection at the lead repositioning showed that the helix was not fully extended, however during the initial lead helix extension, the physician made the appropriate number of turns to extend the helix. The lead was repositioned and is still in use. No patient complication have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.